Event description:
Infection, right hip joint, head and liner exchange

Manufacturer narrative:
An event regarding infection involving a trident liner was reported. The event was not confirmed. Method & results: the device was not returned for analysis. Insufficient information was received for review with a clinical consultant. All devices in the reported lot were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the reported lot and sterile lot. Conclusions: the exact cause of the event could not be determined because insufficient information was received. Further information such as return of device, pathology report, x-rays, primary operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. If additional information becomes available, this investigation will be reopened. A CAPA trend analysis was conducted for the reported failure mode and concluded infection is a known possible adverse outcome of surgery and is beyond stryker's control.

Event description:
Infection, right hip joint, head and liner exchange.

Manufacturer narrative:
Catalog numbers and lot codes of other devices listed in this report: cat. No.: 540-11-48d, trident psl ha solid back 48mm, lot code: 47810801. Cat. No.: 6570-0-132, delta v-40 ceramic head 32/0, lot code: 48861103. Cat. No.: 6720-0330, size 3 accolade ii 132 deg, lot code: 49312403. At this time, it cannot be determined if these devices may have caused or contributed to the patient¿s experience. Additional information has been requested and if received will be submitted in a follow up report upon completion of the investigation.